Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported there was an audio - no sound event on their piic. The device continued to show visual alarms. The device was in use monitoring patients. There was no report of patient or user harm.